Event description:
A hospital in (B)(6) reported via our distributor that the heater wire adaptor of an rt205 adult inspiratory heated breathing circuit kit was unable to fit the circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt205 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. We are currently endeavouring to obtain more information from the customer with regard to the complaint device. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that the heater wire adaptor of an rt205 adult inspiratory heated breathing circuit kit was unable to fit the circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt205 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint breathing circuit was visually inspected. Results: the visual inspection revealed that the heater wire pins on the inspiratory limb of the circuit were bent. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Our monitoring and trending of bent pins on adult breathing circuits has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year to the end of (B)(4) 2010.